Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the distal extrusion shaft was kinked at 6mm proximal to the port. An examination of the crimped stent found that the distal section of the stent was stretched and the distal edge of the stent was damaged. The stent was fully crimped onto the balloon. No issues existed with the profile of the tip. The device was received with the product mandrel inserted through the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reporting that during a stenting treatment procedure, stent damage occurred. The patient presented with angina. The 3.0x20mm, 80% stenosed, de novo and eccentric target lesion was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. A 20x3.0mm liberte bare stent delivery system (sds) was advanced but it could not cross the target lesion. The stent struts were noted to be damaged. The device was exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient's status is stable.

Event description:
It was reporting that during a stenting treatment procedure, stent damage occurred. The patient presented with angina. The 3.0x20mm, 80% stenosed, de novo and eccentric target lesion was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. A 20x3.0mm liberte bare stent delivery system (sds) was advanced but it could not cross the target lesion. The stent struts were noted to be damaged. The device was exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient's status is stable.